Event description:
It was reported the endoscope reprocessor keeps displaying an e024 error with the d2 connector. The issue occurred during reprocessing with no reports of patient harm or involvement.

Manufacturer narrative:
The device was inspected by an olympus representative. The complaint was confirmed identifying that a missing blue o-ring on the d2 connector was the cause of the e024 error. The device was returned to olympus for inspection. A root cause of the missing component could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.